Manufacturer narrative:
Per data log review, on (B)(6)2021 the system is powered up at 2:29:19pm. At 2:33:21pm the central control monitor (ccm) starts logging 'error drpam inaccessible' events. At 2:33:27pm the ccm logs 'error process out died' which will cause a 'system computer needs service' message to appear as reported. The log confirms the complaint.

Manufacturer narrative:
The reported complaint was confirmed via the data logs. The service repair technician was unable to duplicate the reported issue. He observed the central control monitor to function as intended throughout testing. The unit operated to the manufacturer's specifications. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) replaced the ccm. The unit operated to the manufacturer's specifications. During laboratory analysis, the product surveillance technician (pst) observed no instances of a 'system computer needs service' message while running for about 48 hours.

Event description:
It was reported that during field service installation, the central control monitor (ccm) displayed a 'system computer needs service' message. There was no patient involvement.